Event description:
The event is reported as: pin holes were found on the packages during incoming inspection. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.